Event description:
It was reported that this right atrial (ra) lead had dislodged. The pace impedance measurements curve showed a jump in the values prior to (B)(6) 2024 until now the values were not stabilized and were measuring between 800 and over 2000 ohms. The lead was confirmed to be dislodged via x-ray, and a revision was discussed. Additional information noted a revision took place and this lead was replaced with a competitor lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The pace impedance measurements curve showed a jump in the values prior to may 2024 until now the values were not stabilized and were measuring between 800 and over 2000 ohms. The lead was confirmed to be dislodged via x-ray, and a revision was discussed. Additional information noted a revision took place and this lead was replaced with a competitor lead. No additional adverse patient effects were reported. It was noted that the model/serial number of this lead was not correct with the source country provided, thus this report was updated to include the model number until further information is clarified. Additional clarification noted that prior to the revision of this lead noise was seen in the unipolar configuration. This is a duplicate refer to tw (B)(4) for any additional information regarding this case.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The pace impedance measurements curve showed a jump in the values prior to (B)(6) 2024 until now the values were not stabilized and were measuring between 800 and over 2000 ohms. The lead was confirmed to be dislodged via x-ray, and a revision was discussed. Additional information noted a revision took place and this lead was replaced with a competitor lead. No additional adverse patient effects were reported. It was noted that the model/serial number of this lead was not correct with the source country provided, thus this report was updated to include the model number until further information is clarified.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The pace impedance measurements curve showed a jump in the values prior to may 2024 until now the values were not stabilized and were measuring between 800 and over 2000 ohms. The lead was confirmed to be dislodged via x-ray, and a revision was discussed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged. The pace impedance measurements curve showed a jump in the values prior to may 2024 until now the values were not stabilized and were measuring between 800 and over 2000 ohms. The lead was confirmed to be dislodged via x-ray, and a revision was discussed. Additional information noted a revision took place and this lead was replaced with a competitor lead. No additional adverse patient effects were reported. It was noted that the model/serial number of this lead was not correct with the source country provided, thus this report was updated to include the model number until further information is clarified. Additional clarification noted that prior to the revision of this lead noise was seen in the unipolar configuration.